Manufacturer narrative:
Medwatch (B)(4) received 12/19/2011. This is being filed as corneal ulcer. Method: no lot information, no lenses, no examination of device were provided which could indicate if the device caused or contributed to the incident. Results: there is no clear indication that the device could have caused or contributed to the incident. Conclusions: there is no sufficient information provided to draw a conclusion as to whether or not the device could have caused or contributed to the patient's complaint. No conclusion can be drawn. Based on statements from the ecp, the patient experienced peripheral ulcers and infiltrates in both eyes. Should further information be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the additional information.

Event description:
Medwatch report (B)(4) patient reported to FDA that he suffered an adverse event (corneal ulcer in the left eye). This resulted in permanent scarring of the left cornea and a change in prescription for that eye. Patient was contacted for ecp contact details. Ecp was then contacted for more information, with no replay to date. This is being filed as a corneal ulcer.